Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after implanting the lens, it had a scratch on it. The lens was removed during initial procedure. There was no patient harm.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause cannot be determined for the reported complaint. The explanted lens was not returned for an evaluation. Qualified associated products were indicated. The completed questionnaire indicated that the viscoelastic was at room temperature as recommended per the IFU; however the amount used was indicated as "minimal". It cannot be confirmed by that answer if an adequate amount of viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The questionnaire indicated that the lens was loaded right before implanting. The specific time was not provided. Per suspect device IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the suspect device iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).